Manufacturer narrative:
This is a report of a use error where the care giver had open clamps during setup while the homechoice was off. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This event occurred during set-up while the patient was not connected. The care giver stated the set is out of the homechoice now and they do not see it leaking. The technical service representative (tsr) asked the care giver if the clamps were closed when they opened the door. The care giver stated no, but they are now. The tsr explained to the care giver that they should always close the clamps if the homechoice is turned off in the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.